Event description:
Complainant alleged that during a field check of the device by a rental company, the device's pacer output was found to be out of spec. The complainant indicated that there was no pt involvement in the reported failure.